Manufacturer narrative:
As reported by the (B)(6) registry a (B)(6) female patient experienced behavioral change, aphasia, dysarthria and hemiparesis during post-dilatation with an aviator plus balloon catheter that was diagnosed as an ischemic stroke. The stroke occurred on the left side, left external capsule and putamen lacunar infarctions which may be subacute or chronic ¿ per CT of the brain. Symptoms occurred on the right side extremity weakness and left side facial droop. Follow-up angiography demonstrated the stent to be widely patent with patency of the external carotid. Intracerebral angiography was performed, in 2 orthogonal planes, which showed no evidence of embolic disease. The patient was discharged 3 days later with right side extremity weakness and left side facial droop. Nih stroke scale score was 4 and the rankin score was 3. The patient was referred for a neurology consultation, unenhanced CT scan of the brain, occupational therapy and physical therapy consultations and a referral for home health physical therapy for evaluation and treatment. At baseline, nih was rankin scores were both 1. Carotid artery stenting was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and a 7x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured %. Device history record reviews were performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00316, 1016427-2013-00070 and 9616099-2013-00317.

Event description:
As reported by the (B)(6) a patient experienced behavioral change, aphasia, dysarthria and hemiparesis during post-dilatation with an aviator plus balloon catheter that was diagnosed as a stroke (intracerebral/subarachnoid hemorrhage). The stroke occurred on the left side, left external capsule and putamen lacunar infarctions which may be subacute or chronic ¿ per CT of the brain. Symptoms occurred on the right side extremity weakness and left side facial droop. Follow-up angiography demonstrated the stent to be widely patent with patency of the external carotid. Intracerebral angiography was performed, in 2 orthogonal planes, which showed no evidence of embolic disease. The patient was discharged 3 days later with right side extremity weakness and left side facial droop. Nih stroke scale score was 4 and the rankin score was 3. The patient was referred for a neurology consultation, unenhanced CT scan of the brain, occupational therapy and physical therapy consultations and a referral for home health physical therapy for evaluation and treatment. At baseline, nih was rankin scores were both 1. Carotid artery stenting was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and a 7x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured %.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin. Intra and post included clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70213499 and precise pro rx pc0730rxc, pc0730rx. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00316, 1016427-2013-00070 and 9616099-2013-00317.

Manufacturer narrative:
As reported by (B)(6), a patient experienced behavioral change, aphasia, dysarthria and hemiparesis during post-dilatation with an aviator plus balloon catheter that was diagnosed as a stroke (intracerebral/subarachnoid hemorrhage). The stroke occurred on the left side, left external capsule and putamen lacunar infarctions which may be subacute or chronic ¿ per CT of the brain. Symptoms occurred on the right side extremity weakness and left side facial droop. Follow-up angiography demonstrated the stent to be widely patent with patency of the external carotid. Intracerebral angiography was performed, in 2 orthogonal planes, which showed no evidence of embolic disease. The patient was discharged 3 days later with right side extremity weakness and left side facial droop. Nih stroke scale score was 4 and the rankin score was 3. The patient was referred for a neurology consultation, unenhanced CT scan of the brain, occupational therapy and physical therapy consultations and a referral for home health physical therapy for evaluation and treatment. At baseline, nih was rankin scores were both 1. Carotid artery stenting was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and a 7x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured %. Device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00316, 1016427-2013-00070 and 9616099-2013-00317.

Manufacturer narrative:
Additional information was received that the previously reported subarachnoid hemorrhage was changed to an ischemic stroke. (B)(4). The details remain unchanged. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00316, 1016427-2013-00070 and 9616099-2013-00317.